Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions) corrected fields: g2. (Reason for partial UDI in initial MDR: serial number unknown). The customer reported that the augmentation had increased to 150s. The customer also reported that the inner lumen was clotted in which the esp personnel advised how the inner lumen would need to be capped and labeled "do not use due to risk for thrombus". The radial arterial line was transduced and zeroed successfully and utilized as an alternate pressure source. The augmentation afterwards read 113. No patient harm or injury reported. Based off the event description and available information the cardiosave iabp had an augmentation malfunction which was resolved by using an alternate pressure source: radial arterial line after confirming correct placement of the balloon. It was reported that the inner lumen was clotted. The most probable root cause is that the inner lumen clotting lead to a distorted pressure signal which can cause incorrect augmentation values on the display. However, there was no iabp malfunction in this case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the argumentation of cardiosave intra-aortic balloon pump (iabp) increased. There was no patient harm or injury reported.